Event description:
It was reported that ever since the patient had their ins implanted, they continuously experienced connectivity issues between the handset and communicator, resulting in the patient not being able to manage their therapy when most needed. The patient had been having to perform device resets almost daily. A replacement device was requested. Additional information was received. The patient emailed that their implanted neurostimulator (ins) no longer responds at all, can't turn it off (messages seen for ¿no device response¿ and ¿search in progress¿. It's very unpleasant. Despite restarting the handset and resetting the telemetry device. The same problem comes up all the time. The patient hopes with the new device that is sent, this does not happen anymore. Patient services (ps) stated that they had created an order for the phone case. The delivery should arrive tomorrow or the day after tomorrow. Regarding your connection issue: all external devices have already been replaced, but the problem still exists. The connection with the handset device and the communicator works, but when trying to read the internal battery, the message no response from the device appears on the display. To further clarify this issue, its recommend that you contact your treating physician so that the internal system can be reviewed.

Manufacturer narrative:
G2. Foreign: switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.